Event description:
Clinic notes dated (B)(6) 2013 note that the patient's parents were called from the patient's school because the patient had multiple clusters of seizures. It was noted that the patient experienced 22 total seizures and that the patient typically experiences 10-30 seizures per day, but typically does not have so many at one time. It was noted that the generator was interrogated and is nearing end of service. The patient was referred to neurosurgery for generator replacement. It was reported that the patient underwent generator replacement surgery. It was reported that the explanting facility does not returned generators thought to be at end of service; therefore the generator will not be returned for analysis. Attempts to obtain additional information have been unsuccessful to date.

Event description:
The patient's medications were increased on (B)(6) 2013. The treating physician indicated that the physician requests no further investigation regarding clinic notes received for insurance purposes as part of the generator replacement referral. The medical records reportedly do not indicate a report of device complaint or adverse event associated with vns therapy, per physician.